Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon broke off inside me [device breakage] case narrative: consumer reported via rr that the tampon broke. No injury reported.